Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 4 ea. Brand new hemopro2 extension cables were purchased. They followed the sterilization process according to the IFU instructions but the black casing melted.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/06/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. No melting was observed on the cable. Both connectors were observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
Related to tw (B)(4), (B)(4), (B)(4). The hospital reported that 4 ea. Brand new hemopro2 extension cables were purchased. They followed the sterilization process according to the IFU instructions but the black casing melted.